Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2016 with the following findings: a review of the pump¿s black box revealed cs 128 alarms defined as post delivery motor power supply faults. The battery cap was able to fully tighten. The battery compartment was intact. A ¿battery life¿ issue was not duplicated during investigation. The pump case was removed and there was evidence of moisture contamination found on the inside of the pump on the force sensor housing. Additionally, pump powers with returned battery cap to a dim discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.